Manufacturer narrative:
(B)(4) d10: p10-100-br4l-s, tibia arc rt sz 4 lg 3dp strl, lot 260f1862313. P10-251-tlr4-s, talus flat rt sz 4 tps strl, lot 260f0442413. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient exhibited superficial dehiscence with eschar at the central right ankle incision approximately 1 month post implantation. Attempts have been made and no further information has been provided.